Event description:
It was reported that during percutaneous coronary intervention (pci) a diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of lesion with 90% stenosis, severe calcification and moderate tortuosity in left anterior descending artery (lad) #7 through common femoral artery access. During distal-to-proximal atherectomy treatment at low speed, strong resistance was felt at hand, and it was immediately stopped. The crown was stuck, and subsequently fractured. The fractured distal portion remained at the tip of the viperwire advance coronary guide wire with flex tip. The crown was pushed distally out of the calcification using a guide extension, and the tip was contained within the extension and successfully retrieved. The guide extension was already in patient anatomy prior to the fracture. A new oad was used to complete the procedure. The patient was stable. The physician believed the fracture was due to the patient¿s anatomical factors since the patient was on dialysis and had severe calcification. It was difficult to treat the lesion.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.